Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This device is inserted into the aorta during cardiac surgery. Cracks in the material may lead to loose fragments in the vasculature which could embolize distally and cause infarction. In this case, as reported a small 1-2 mm external piece of the aortic cannula was missing when the cannula was extracted. The pericardium was inspected and showed no evidence of the tiny piece of plastic. The device will not be returned for evaluation per the hospital. Therefore, the reported event was not able to be confirmed and the root cause remains indeterminable. If new information become available or the device history record (DHR) review is completed, a supplemental report will be submitted.

Event description:
It was reported that a small 1-2mm external piece of the aortic perfusion cannulae was missing when the cannula was extracted during use. The pericardium was inspected and showed no evidence of the tiny piece of plastic. Per the operative report, a (B)(6)-year-old female patient presented with severe symptomatic aortic stenosis and underwent a avr with a 23mm pericardial valve. Post implant tee showed the valve was well seated and functioning normally with no evidence of pvl. It was noted by the surgeon that a very small 1 to 2 mm external piece of the aortic cannula was not present on extracting the cannula. The pericardium was inspected and showed no evidence of this tiny piece of plastic. The patient weaned off cpb without requiring inotropic support, and transferred to the cvicu in critical, but stable condition. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.